Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution clip device noted that the capsule tabs were open and the clip prongs were missing. The yoke, which was still attached to the control wire, was then actuated and deployed, but the capsule remained locked onto the bushing. It was also noticed that the tension breaker was missing. The open capsule tabs allowed the tension breaker to separate and become missing which made it impossible to release the clip from the bushing. There is not enough information available to determine what caused the reported failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during a high digestive endoscopy with hemostasis of angioectasias procedure performed on (B)(6) 2016. According to the complainant, when placing the clip during the procedure, one of the clip's jaw broke off. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the clips failed to release from the catheter; therefore, this is now an MDR reportable event.